Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose level was 56 mg/dl. Reportedly, customer was possibly reusing cartridges; however this was unable to be determined as the customer declined further troubleshooting with tandem technical support, and declined to provide additional information.